Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and uterine leiomyoma ('fibroids') in a 31-year-old female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, menstruation abnormal, vaginitis and vulvovaginitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysfunctional uterine bleeding, intramural leiomyoma of uterus, anxiety and insomnia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced skin lesion ("skin lesions") and dermal cyst ("skin cyst") and was found to have lipoma ("lipoma"), 2 years 1 month after insertion of essure. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (ablation and fibroid removal surgery). Essure treatment was not changed. At the time of the report, the menorrhagia, uterine leiomyoma, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, vaginal discharge, skin lesion, dermal cyst, vaginal haemorrhage and lipoma outcome was unknown. The reporter considered abdominal pain, dermal cyst, dysmenorrhoea, dyspareunia, lipoma, menorrhagia, pelvic pain, skin lesion, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had not undergone essure removal. She had received treatment for following events" dysmenorrhea, pelvic pain, dyspareunia, menorrhagia, fibroids, skin lesions, skin cysts, vaginal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain and uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and uterine leiomyoma ('fibroids') in a 31-year-old female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, menstruation abnormal, vaginitis and vulvovaginitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysfunctional uterine bleeding, intramural leiomyoma of uterus, anxiety and insomnia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced skin lesion ("skin lesions") and dermal cyst ("skin cyst") and was found to have lipoma ("lipoma"), 2 years 1 month after insertion of essure. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (ablation and fibroid removal surgery). Essure treatment was not changed. At the time of the report, the menorrhagia, uterine leiomyoma, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, vaginal discharge, skin lesion, dermal cyst, vaginal haemorrhage and lipoma outcome was unknown. The reporter considered abdominal pain, dermal cyst, dysmenorrhoea, dyspareunia, lipoma, menorrhagia, pelvic pain, skin lesion, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had not undergone essure removal. She had received treatment for following events" dysmenorrhea, pelvic pain, dyspareunia, menorrhagia, fibroids, skin lesions, skin cysts, vaginal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain and uterine leiomyoma. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and medical record received. Events added: abnormal bleeding (vaginal) and lipoma. Event severity added for: abdominal pain.. Reporters, medical history and historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and uterine leiomyoma ('fibroids') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), skin lesion ("skin lesions") and dermal cyst ("skin cyst") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (ablation and fibroid removal surgery). Essure treatment was not changed. At the time of the report, the menorrhagia, uterine leiomyoma, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, vaginal discharge, skin lesion and dermal cyst outcome was unknown. The reporter considered abdominal pain, dermal cyst, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, skin lesion, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: she had not undergone essure removal. She had received treatment for following events" dysmenorrhea, pelvic pain, dyspareunia, menorrhagia, fibroids, skin lesions, skin cysts, vaginal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: (unspecified). Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), vaginal discharge), fibroids, skin lesions and skin cyst¿. Reporter¿s information, demographics, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.